Manufacturer narrative:
Updated reporting institution information and report source.

Event description:
This report is based on information provided by a philips service manager and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charging port was malfunctioning and the batteries were unable to be charged. There was no reported patient involvement, therefore no health consequences or impact.